Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior to the procedure, with the patient prepped and in the room, the temperature of the generator did not increase and would not reach the 80° c required to deliver lesion. None of the 4 channels increased the temperature. The procedure was suspended due to the issue. The patient had to have an alternative procedure which was a lumbar facet joint injection with steroids, resulting in pain relief since the day of the procedure. There were no consequences to the patient due to the cancellation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported temperature issue and subsequent cancellation remains unknown.